Event description:
Detached tip on 23 cm dialysis catheter. Chest x-ray showed the tip had detached and embolized into the pulmonary artery. It was placed in the right internal jugular. Attempts to retrive the tip have failed.